Manufacturer narrative:
Concomitant medical products: t510c33 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead was found to be dislodged via chest x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.